Event description:
An rv lead dislodgement was seen, the rv lead is not sensing. The patient was hospitalized. The rv lead was repositioned and diagnostics were done. This lead remains implanted at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.